Manufacturer narrative:
The insulin pump alarmed no delivery during the no delivery test and seat during the displacement test due to dried insulin on the motor slide. The device was also received with cracked display window corner, cracked belt clip slot and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value is unknown. The alarm history showed 30 no delivery alarms. The customer stated there is normal resistance when pushing the plunger and the insulin pump started counting without a reservoir in place. The customer was not able to manually prime, rewind or fixed prime without an alarm. The device was returned for analysis.